Event description:
The facility representative reported a colleague infusion pump in which the black cover over the (B)(4) is missing. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the black cover over the rs232 missing was not confirmed or duplicated, as the black cover was present upon inspection of the device. No cause was determined for this condition and no repairs needed. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. A device history record review revealed that during manufacturing the pump failed accuracy testing. The pump head module was recalibrated and the device passed subsequent testing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.